Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up mode after having reached its elective replacement indicator (eri). The longevity estimation during a previous follow-up was found to have been inaccurate, but upon review of device printouts, technical support confirmed that the battery depletion displayed by the device was normal. The device was explanted and replaced due to normal eri and the patient's condition was stable following the procedure.